Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was adequate but not ideal during the procedure. One clip was implanted, reducing the mr to 1. On (B)(6) 2020, 30 day follow up, a transesophageal echocardiography (tee) was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was not symptomatic. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.